Event description:
Patient reported their pump stopped pushing. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liquid solution - 6gm. Gammagard liquid solution indication: selective deficiency of immunoglobulin g [igg] subclasses; nonfamilial hypogammaglobulinemia; common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.